Manufacturer narrative:
The devices were discarded by the user facility. The lot history record was reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot. The device labeling includes the following warnings: avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel. Ensure that clottriever xl catheter is withdrawn into the clottriever thrombectomy system sheaths prior to removal from patient to avoid vascular damage. Vessel perforation is listed in the device labeling as a possible adverse event/complication. Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient presented with ivc and bilateral iliac thrombus. The physician utilized an inari protrieve (pt) through the internal jugular to assist with capture of ivc thrombus. The thrombectomy began with the clottriever bold (CT bold) to debulk thrombus in the right popliteal vein. The CT bold was exchanged for the clottriever xl (CT xl) to remove additional ivc thrombus. When retracting the ctxl the collection bag became stuck near the funnel of the clottriever sheath (CT sheath) and suddenly the bag broke free, when it was noticed the bag may have been incidentally redeployed while in the femoral vein. The bag was then let down and the ctxl and sheath were removed together. The physician then completed a venogram where vessel damage was noticed, a balloon was deployed to resolve. The procedure was then ended and the patient discharged as planned.